Manufacturer narrative:
The returned controller passed functional testing but failed visual inspection. Contamination was observed on the controller driveline connector. Review of the log files confirmed electrical fault alarms. These alarms are most likely due to contamination of the driveline connector by foreign material noted with analysis of the controller. Investigation into driveline/controller contamination has been initiated via the corrective actions/preventive actions process by the manufacturer. This device is related to the use of device reported under MFR. Report # 3007042319-2015-01342. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
Information was received from the hospital (B)(6) that while the patient was in the hospital an electrical fault alarm was noted on the controller. The (B)(6) changed out controller prior to contacting anyone. With analysis of the returned controller, contamination was observed on the controller connector.